Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgsfc002 showed 1 other similar product complaint(s) from this batch number. The complaints for this batch number have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported by the customer ivad needle line had a hole snapped at the end of the line where you attach a ca-p. Blood leaking out of patient, fluids not infusing due to hole in line. New ivad placed.